Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had passed out from low blood glucose levels, and was hospitalized. The customer's blood glucose level at the time was reported to be 18mg/dl. It was reported that the customer declined to speak with the help line for assistance.